Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of loaner set, it was observed that, the depth gauge for screws was broken. There was no known patient or hospital involvement. This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 319.006; synthes lot: 7530521; supplier lot: na; release to warehouse date: november 14, 2013; manufactured by synthes jennersville. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received with the needle broken off from the slider at the needle threads. The protection sleeve was not returned and is missing. The distal needle tip was also observed to be bent. No other issues were identified with the returned components of the device. Dimensional inspection: feature: needle shaft diameter result: conforming dimensional inspection of the needle threads could not be conducted due to post manufacturing deformation and damage of the threads. Document/specification review: the following drawings, reflecting the manufactured and current revisions, were reviewed. Depth gauge for 2.0/2.4mm screws needle during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0mm and 2.4mm screws as the needle was broken off from the slider. The protection sleeve was not returned and is missing. The distal needle tip was also observed to be bent. While no definitive root cause could be determined, it is possible that the device encountered unintended forces, leading to bending and breakage of the needle. It is possible that the protection sleeve was misplaced during reprocessing/surgery. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.